Event description:
It was reported that the driver began overheating during a surgical procedure. The case was completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details the reported condition of the device overheating during usage could not be duplicated. Service will complete any necessary maintenance or repairs and then return the device to the customer.